Event description:
It was reported that the patient was presented to the emergency room with complaints of chest pain. Moreover, patient device was interrogated and atrial tachy response (atr) events with atrial lead noise was noted. It was also noted that this was a chronic condition, and no further action will be taken at this time. Patient was not dependent on atrial pacing. This lead remains in service. No additional adverse patient effects were reported.